Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube and gpos. Performed a filiment calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed an ma error during a case. System worked after reboot. There was no report of pt injury.